Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is 'year valid' only this event was previously reported in regulatory rep #2025587-2020-03089. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 17 years post implant of this 27mm mechanical mitral valve, the valve had a paravalvular leak and the patient was experiencing hemolysis. Two non-medtronic septal occluder devices were implanted with incomplete closure. No additional adverse patient effects were reported.